Manufacturer narrative:
The system 5000 functioned as intended. The member of the staff of (B) (6) connected the bipolar everest disposable forceps into the incorrect (monopolar) energy output of the system 5000. No initial corrective actions/preventive actions taken. The root cause of this incident has been deemed to be use error. The operator's manual for the system 5000 states the following on page 1-2: 1.1.1 cautions for equipment preparation. Confirm all accessories are properly connected to the appropriate receptacles before powering the esu. Potentially hazardous conditions may exist when accessories of similar connector types are combined. Be certain accessories are appropriate for the type of generator output used. Use only conmed electrosurgery footswitches. Confirm bipolar leads are connected only to the bipolar receptacles. Connecting bipolar accessories to monopolar outputs may result in pt injury.

Event description:
The system 5000 has both bipolar the monopolar sockets. Nurse plugged bipolar forceps into the conmed unit (system 5000). The nurse plugged the lead of the bipolar forceps into the monopolar part which activated the forceps with current spontaneously. The surgeon noticed smoke from within the abdomen. The forceps (everest disposable forceps) were removed from use. The system 5000 was removed from use and conmed engineer contacted. The pt sustained burn marks on uterus an side of pelvis as machine was touching the fundus of the uterus at the time. No further info of the reported event or pt have been provided.